Event description:
The customer's nurse reported the customer had a battery out limit alarm on their insulin pump. Customer's blood glucose was 117 mg/dl. The nurse stated the batteries were out of the insulin pump for a greater time than allowed. Thr nurse was advised this was normal insulin pump behavior. It was also reported the customer had failed battery test alarm on their insulin pump. Troubleshooting was not completed as the nurse declined to troubleshoot any further. The customer was advised to call back when the alarm occurs to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.